Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump may have been infusing at a rate that mmdg would consider reportable. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump was programmed at 10 ml/hr rate and 500 ml dose and that when they would push run the pump would alarm dose done immediately. They stated that this happened multiple times. Mmdg followed up with the initial reporter who stated that this occurred during testing and no patient was involved. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. During the investigation the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR was required.

Event description:
The initial reporter stated that the pump was programmed at 10 ml/hr rate and 500 ml dose and that when they would push run the pump would alarm dose done immediately. They stated that this happened multiple times. Mmdg followed up with the initial reporter who stated that this occurred during testing and no patient was involved. (B)(4).